Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned tasp confirms it is fractured above the post starting on the lateral side moving towards the medial side and exhibits signs of repeated use. Device history record was reviewed and no discrepancies were found. The fracture is consistent with common failure modes for previous tasp devices evaluated, including either bending overload or low cycle fatigue culminating in bending overload, however, a definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A tibial articular surface provisional was returned as fractured and in need of replacement. No patient involvement was reported. No additional information is available at this time.